Event description:
Return reason: catheter connector broken. Analysis determined: investigation found that the thermistor connector cap became disconnected from the connector base due to insufficient adhesive. Unit was used in vivo. This was not determined until analysis was completed. No further info is available on the pt's status. Corrective action taken: the corrective action is that mfg and quality assurance personnel have been notified. Both the frequency and severity of this type of incident will be closely monitored to determine if further remedial action is necessary.